Event description:
It was reported the patient "received a shock from my device" and experienced dizziness approximately 45 minutes later. Follow-up with the physician's office disclosed the shocks were appropriate and patient was successfully cardioverted. Patient was seen in the office and "everything was ok." The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.